Event description:
Hill-rom technical service received a report from the account stating the brakes are not holding. The bed was located at the account in maintenance. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the right head brake not holding most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the right head caster and support to resolve the issue. Based on this info, no further action is required.